Event description:
It was reported that an error was observed for an out-of-range pacing impedance measurement. Efforts were unsuccessful to obtain which channel the alert was generated for and the specific out of range measurement. The device was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5120244 and 5120245 (duplicates).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.